Event description:
The device mechanism was returned to the service ctr with a report from the customer of an s420 (plunger homing timeouts) malfunction alarm code. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.